Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced cerebrospinal fluid leakage during a permanent implant procedure. As a result a blood patch was performed to resolve the issue. Patient maintained therapy throughout the event. There were no additional complications during the procedure.